Event description:
Report received of air in tubing distal of the cassette on an unspecified pump set list number. There were no reports of any adverse patient events while the device was in clinical use. Though requested, there was no additional information available.